Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer reseated all associated cables, but tray remained undetected in the hardware test application after restarting. The fse then removed all pockets using the hardware test application, reseated the roll ribbon cable to the tray, reassembled everything, and ensured all connections were properly reseated. Upon testing again, all services were successfully restored, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, device was not detected on the bus. The customer stated that the malfunction occurred when user trying to issue medication to patient but user was able to issue medication from main pharmacy. However, there were no adverse events or injuries reported based on this event.